Event description:
Procedure type: gastrectomy. According to rptr: during surgery, the sils port was used as navel port with two 5 mm and one 12 mm ports. The 12 mm port was used for a scope, one 5 mm was used for forceps and other was almost not used. After 5 hrs of surgery, the sils port was removed from navel and s crack was found at the lower part of the device. No bleeding occurred. No tissue was damaged. Nothing fell into the pt cavity. There was no pt harm. Operative time was not extended. No pt injury reported.

Manufacturer narrative:
(B)(4).